Manufacturer narrative:
Method - device remains implanted. A review of the quality records has been conducted. Results - the review of the quality records verified that this lot met all pre-release specifications. A review of the manufacturing records verified that the reported lot met all pre-release specifications. The device remains implanted. Consequently, a direct product analysis could not be performed. Based upon the available information, the exact cause for the reported leakage cannot be determined, but there is no indication that a device defect or malfunction was involved. A review of the complaint history files confirmed that the reported lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported to gore that on (B)(6), 2011, a patient underwent a restorative proctocolectomy with ileal j pouch and diverting loop ileostomy where gore seamguard bioabsorbable staple line reinforcement was used. On post-operative day six, the patient developed an anastomotic leak requiring a reoperation. A pezzer drain was placed through the anastomosis. The transanal repair was completed successfully and the patient is reported to have tolerated the procedure well.